Event description:
A report was received that a recently implanted patient was unable to charge. The physician believes the ipg was not sutured in place when implanted and it may be too deep. The patient underwent a revision and the patient is reportedly doing well following the procedure.